Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, the guidewire would not move freely through the farawave catheter. The wire was exchanged; however, this did not resolve the issue. The catheter was then replaced, and the procedure was completed successfully. No patient complications were reported. The farawave catheter is not expected to return for laboratory analysis as it was disposed.